Event description:
It was reported that the patient developed infection and was prescribed antibiotics. No device malfunction suspected. The patient's surgical incision sites were not healing. A small amount of drainage was noted on the dressings and sharp sensation were felt by the patient. X-rays taken indicated that the lead had migrated. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned per facility polity.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model:sc-8336-50. Serial: (B)(6). Batch: (B)(6).